Event description:
The user received questionable results for troponin t (tnt) on the cobas e411 disk analyzer. The event involved 3 patient samples. Two patient samples gave discrepant results. Patient sample 1, the initial result for tnt was < 0.010 ng/ml. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated yielding a tnt result of 3.40 ng/ml. A corrected report was issued for this patient sample. The user said on (B)(6) 2010, the lab pathologist requested the laboratory run all samples for tnt in duplicate. Patient sample 2, on (B)(6) 2010, the initial result for tnt gave 0.26 ng/ml. The sample was repeated twice giving < 0.010 ng/ml each time. These results were accompanied by data flags and the tnt result of < 0.010 ng/ml was reported outside the laboratory. A second sample obtained from the patient later the same day gave a tnt result of 0.030 ng/ml. The user repeated the initial sample a third time which gave a tnt result of 0.26 ng/ml. A corrected report was issued for this patient sample. User said no patients were affected by these discrepancies. The troponin t reagent lot number was 15887701. The user centrifuged the patient samples drawn in pst lithium heparin tubes for 5 minutes at 2900 rpm, 1.3 rcf. The tube manufacturer recommends centrifugation of pst tubes (all sizes) at 1100 to 1300 rcf (g) for 10 minutes. The field service representative (fsr) was unable to determine a cause and could not duplicate the problem. He replaced probe tubing and performed adjustments. Performance tests were run which were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Investigation of the data provided indicated too short centrifugation time and tilted 13mm sample tubes as possible causes for the low tnt results. The customer uses a 5 minute centrifugation time and is not using the recommended rack adaptors for this tube type. Calibration and control results prior to the event were acceptable. Assay performance checks performed prior to the event were within specifications. No patients were affected.

Event description:
Pca would power off when patient pressed button for a dose.